Event description:
Recall of "medtronic--lot 8 -- quickset infusion sets. Pt was hospitalized due to malfunctioning insulin pump operations while using above devices. Initial diagnosis, blood/sugar levels extremely high, blockage in lower stomach and bowel, blockage to l/kidney. Recent blood/sugar levels out of control and causing resulting illnesses.